Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Information was received via (B)(4) study adjudicating committee indicating an elevation of cardiac enzymes 6- 12 hours post treatment of a proximal left anterior descending artery (lad) lesion with implantation of a cypher stent ((B)(4)/lot 15112590). New adjudication notes have diagnosed this event as a myocardial infarction. The event of elevated cardiac enzymes was examined as an mi event by (B)(4) study adjudication committee. Additional information will be forthcoming within 30 dats upon receipt.

Manufacturer narrative:
Information was received via (B)(4) study adjudicating committee indicating an elevation of cardiac enzymes 6- 12 hours post treatment of a proximal left anterior descending artery (lad) lesion with implantation of a cypher stent ((B)(4)/lot 15112590). The patient was diagnosed with a myocardial infarction. The patient is a (B)(6) male with a medical history of angina, hyperlipidemia, hypertension, and cad. The patient presented with braunwald class ib unstable angina and a 95% visual diameter stenosis in the proximal left anterior descending (lad). The indication for the index procedure was unstable angina. It was indicated that there was presence of thrombus prior to pci. The instructions for use outlines that the safety and effectiveness of the cypher stent has not been established in patients with vessel thrombus at the lesion site. The lesion was pre-dilated. A cypher (cypher us rx 3.00 x 23) was implanted. There were no complications during the procedure. There was no dissection, no device performance issues, and no complications during the procedure. 6-12 hours post procedure ck mb ratio was <1, troponin I ratio was 12.3; 16-24 hrs post procedure ckmb ratio was 2.5, troponin I 24.1, and at discharge ckmb was <1 and troponin I 19.6. No additional intervention was performed. Discharge medications two days post procedure included clopidogrel and aspirin. There was no reported injury to the patient. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Myocardial infarction is a known potential adverse event associated with coronary artery stenting procedures. The patient's pre-procedure presentation and medical history puts him at an increased risk for mace. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. This action (inherent risk of the procedure) combined with the patient's medical status, vessel characteristics and procedural factors may have contributed to the event. There is no indication of any device performance or manufacturing issues related to the event. Therefore, no corrective actions will be taken.

Event description:
Information was received via the (B)(4) study adjudicating committee indicating an elevation of cardiac enzymes 6- 12 hours post treatment of a proximal left anterior descending artery (lad) lesion with implantation of a cypher stent (cxs23300/lot 15112590). The patient is a (B)(6) male with a medical history of angina, hyperlipidemia, hypertension, and cad . The patient presented with braunwald class ib unstable angina and a 95% visual diameter stenosis in the proximal lad. The indication for the index procedure was unstable angina. It was indicated that there was presence of thrombus prior to pci. The lesion was pre-dilated. A cypher (cypher us rx 3.00 x 23) was implanted. There were no complications during the procedure. There was no dissection, no device performance issues, and no complications during the procedure. At 6-12 hours post procedure ck mb ratio was <1, troponin I ratio was 12.3; 16-24 hrs post procedure ckmb ratio was 2.5, troponin I 24.1, and at discharge ckmb was <1 and troponin I 19.6. No additional intervention was performed. Discharge medications two days post procedure included clopidogrel and aspirin. There was no reported injury to the patient. One day post index procedure, the patient experienced a pseudoaneurysm. Ultra sound of right groin confirmed a pseudoaneurysm. Thrombin injected; complete thrombosis achieved. Resolved without sequelae. The sheath used was non cordis sheath (st. Jude).